Event description:
It was reported that during a laparoscopic sigma procedure, did not staple at 11 o'clock. No bleedings, stapler formed all staples properly, but not in the area of 11 o'clock... Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.